Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be '3.2 device not properly connected to as resulting in low flow rate¿ with a potential root cause of '3.2.1 inadequate labeling of device for proper connection.-improper design of pad connector- pad not connected to fluid delivery line-pad connector not properly attached to fluid delivery line. Inherent by design. Pad connector is designed to allow the us.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product code for this z300-unknown arcticgel pads product is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the z300-unknown arcticgel pads product labeling is found to be adequate based on past reviews.

Event description:
It was reported that the arctic sun received an alert 02 (low flow). The patient had completed rewarming and was maintaining normothermia. The pads were disconnected and reconnected with no change in the flow rate. The fluid delivery line was removed and diagnostics were ran. The flow rate was 2.1 lpm, inlet pressure was -10 psi, and the circulation pump command was in the 70% range. The pads were reconnected again and the flow rate would note rise above 1.0 lpm. Per call back, the flow rate remained low after exchanging the device. Mss advised exchanging the pads. Additional information was received from the facility on (B)(6) 2019 that the md decided to discontinue therapy and only use the device to monitor the patient's temperature, as they did not want to open another set of pads.